Manufacturer narrative:
Sam (systolic anterior motion) of the mitral valve is the dynamic movement of the mv during systole anteriorly towards the lovt. Sam can result in lvot obstruction and/or mitral regurgitation. Irregularities in the mv leaflets (excessive tissue, elongation or abnormal anterior leaflet height), papillary muscles or chordae tendinae (elongation or buckling) can increase predisposition to sam. Patients undergoing mv annuloplasty are at greater risk to experience sam due to disruption of mitral annular and aortic root dynamics. Annular undersizing promotes bulging of the leaflet tissues and reduces the mitral-aortic angle, which increases the risk of sam. Other possible causes of sam include: pericardial sutures (can alter lv size and shape), general anesthesia (causes vasodilation, hypovolemia, lv under-filling and reduced lvot size), mi (mismatch of hypokinetic and hyperkinetic regions results in altered lvot size) and hypertrophic cardiomyopathy (due to septal hypertrophy, causing altered lv size and shape). In this case, the transapical sutures placed during the tavr procedure could have contributed to the altered lv size, shape and lvot obstruction. The pre-existing prosthesis leaflets also may have caused the lvot obstruction, leading to increased cardiac workload and oxygen demands of the heart, leading to the resulting mi. Additionally, the valve in valve procedure could have resulted in a reduction in annular circumference, reducing the mitral-aortic angle, thus causing lvot obstruction, thereby increasing the workload of the heart, causing the mi. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), valve in valve in a failed edwards perimount 29 in mitral position, performed with a 29mm sapien 3 valve by ta approach. Procedure seemed to be successful but few days later the patient suffered a massive myocardial infarction. Echo showed evidence of a systolic anterior motion (sam) of the pre-existing prosthesis leaflet, which obstructed left ventricle outflow tract, possibly causing the failure and unfortunately patient passed away 8 days after the procedure. As per medical opinion, myocardial infarction and heart failure caused by sam of the pre-existing surgical valve, the leaflet of which was pushed towards the lvot by the expanded thv.